Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump displayed an acu watchdog failure and primary audible alarm post during pre-programming. Patient involvement is unknown.

Manufacturer narrative:
H3: one device was returned for analysis. The event history log (ehl) was reviewed. The customer reported issue was noted in the ehl. Functional and visual tests were performed, but the reported issue was not duplicated. However, visual inspection found cracks on the right plunger. The right plunger case was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.